Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was not receiving effective stimulation therapy from the scs system. Consequently, surgical intervention was taken to revise the patient's scs lead location.

Event description:
Additional information obtained identified the single lead which was repositioned was not providing effective stimulation therapy. Therefore, a new lead was also added on (B)(6) 2015, to improve stimulation therapy coverage of lumbar pain.